Event description:
It was reported that the customer had issues with the sensor. The sensor would not calibrate and he would receive low blood glucose level alarms. The sensor was reading low when his actual blood glucose level was normal or slightly above normal. The insulin pump wanted to suspend. His sensor glucose reading was 70 mg/dl but his blood glucose level was 220 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.